Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2010, after the use of the product.

Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2013-01596 and 1225714-2013-01597. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Add'l info received alleged that the pt experienced a cardiac arrhythmia.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products. Associated MDR #1225714-2013-01596.